Event description:
On 08/15/2024, znyo medical received a report from the customer reporting that the pump will not infuse fluid even. No patient injury/harm reported.

Manufacturer narrative:
The pump was requested to be return for further investigation. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr # (B)(4). Had been initiated to address the discrepancies. This MDR will be reopened and updated in the event the pump involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
Upon reassessment, the reported acts like it is running but is not infusing failure mode has been determined to be non-reportable. The severity of this failure is 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).